Manufacturer narrative:
The reported event of deformation upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not received in the product performance engineering lab for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 28mm amplatzer septal occluder (aso) was selected for implant. After deploying, the aso deformed in a "cobra head" shape. The physician made multiple attempts to recapture and redeploy the occluder, but the deformation persisted. It was removed and exchanged for another 28mm aso which was implanted without issue. The patient is reported to be in stable condition. Additional information has been requested.